Event description:
The user facility reported their 3080sp surgical table moved into trendelenburg position in an uncommanded movement with a patient sitting on it. No report of injury. A procedural delay was reported.

Manufacturer narrative:
A steris field service technician inspected the table and found it to be operating properly; no issues were noted. The technician further inspected the hand control and found it to be operating properly. The technician confirmed the table to be operational and returned it to service. No additional issues have been reported. Operator manual for the 3080sp surgical table states, "warning - personal injury hazard: do not use worn or damaged accessory." Also, "safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the faithful performance of routine maintenance." Steris will discuss the proper use and operation of the surgical table with user facility personnel. The table was installed on (B)(6) 1997 and is not under steris contract agreement for maintenance.